Event description:
It was reported that during a lap gastric bypass procedure, while cleaning the device, the tissue pad fell off of the non active blade. They used a second like device to complete the procedure with no patient consequence.

Manufacturer narrative:
Date sent: 08/19/2008. Information anticipated, but unavailable at this time.